Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via remote transmission, the device was found to be in backup vvi mode. An asymptomatic patient was brought into the clinic for further troubleshooting and a device code download was successfully performed.